Event description:
It was reported that during a da vinci-assisted surgical procedure to resect recurrent disease, the patient's inferior vena cava (ivc) was affected due to an issue with a bipolar instrument. As a result, the procedure was converted to emergency open surgery and the patient¿s kidney was removed to repair the vena cava. The patient previously had an adrenalectomy. On 17-may-2022, intuitive surgical, inc. (Isi) obtained the following information from the surgeon: the surgeon reported that there was no malfunction of an isi system, instrument, or accessory. The instruments were inspected prior to use. During the da vinci-assisted surgical procedure, the patient experienced intraoperative bleeding while the surgeon was dissecting near the vena cava. The surgeon indicated that the cause of the bleeding was "direct manipulation." However, it is unknown if the vessel was torn or lacerated, or if the surgeon avulsed the renal vein off the ivc. Direct pressure was applied to control the bleeding. However, the case was converted to an open surgical procedure due to uncontrolled bleeding. The patient lost 16 liters of blood and received a transfusion intraoperatively. The patient underwent a nephrectomy to control the bleeding. The patient tolerated the open procedure well and is recovering. The patient will require long-term dialysis and is anticipated to go to a long-term care facility.

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or are unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and a site history search shows no complaints filed against those instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure to resect recurrent disease, the patient experienced excessive bleeding while the surgeon was performing dissection around the vena cava. As a result, the case was converted to an open surgical procedure to control the bleeding. In addition, the patient underwent an unplanned nephrectomy in order to repair the vena cava. At this time the cause of the intra-operative complication is unknown.